Event description:
It was reported that the patient presented in clinic due to dyspnea and palpitations. It was noted that the implantable cardioverter defibrillator (ICD) had successfully converted the patient to sinus. In the process, the battery depleted quickly and the capacitor charge time limit was reached. The ICD was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of charge timeout was confirmed. The device was received at end-of-service level, with normal output and telemetry communication. Final analysis found that the device was operating under high output conditions that increased energy consumption and accelerated battery depletion, leading to a charge timeout consistent with an end-of-service state after implantation beyond its projected longevity and within expected normal service life limits.